Manufacturer narrative:
E1: patient city: lapinlahti. Patient country: finland . Zip: 73100 . Name: tandem. Address: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set leaking at the site event on 09 apr 2026. The blood glucose level was high and the patient was treated with insulin pump. The infusion set was in use for less than three days.